Manufacturer narrative:
According to the customer, a few hours after a foley catheter was inserted the patient felt a "snap" and the catheter fell out. The customer reported the clinician found the catheter balloon deflated with a "lengthwise slit". The customer reported a new catheter was inserted. The customer reported there was no consequence or indication of injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a few hours after a foley catheter was inserted the patient felt a "snap" and the catheter fell out.